Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil out of its introducer sheath, despite gently pushing and pulling the pusher assembly. The smart coil was therefore removed, and the procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was undamaged. The introducer sheath was distal to the midjoint on the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was undamaged. Conclusion: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. The inner diameter of the introducer sheath friction lock is smaller than the rest of the introducer sheath and allows it to properly seat on the pusher assembly mid-joint. If the mid-joint is retract through the friction lock, resistance will likely be encountered while advancing the device out of the introducer sheath. This resistance may have contributed to the reported inability to advance the device out of its introducer sheath. During functional testing, the smart coil was able to advance out of its introducer sheath and through a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.